Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. She tried to change her battery and it still did not fix the issue or allow her to bolus. Customer's blood glucose was unknown. During troubleshooting, she verified that the time clock did advance. She also reported that she had an unexpected restart alarm but did not want to troubleshoot. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm note during failure analysis. Unit received with no button response due to corroded down keypad trace. Unable to verify unexpected restart alarm due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. Unable to performed functional test due to keypad anomaly. Lcd keypad connector was closed properly during visual inspection.